Event description:
It was reported that a pump malfunction occurred, with the customer's blood glucose level registering as "high" and exceeding the threshold of 500 mg/dl. The customer administered a correction bolus via the pump. The customer reverted to an alternative method of insulin therapy.